Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the azurion system cannot make exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary artery examination procedure was completed as the device was back to normal after a while. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot x-ray when the footswitch was hold. Analysis of system log file showed the error related to the reported issue. Upon visual inspection, fse found the connector between the footswitch and table was broken. To resolve the issue, fse repaired the connector mechanically and fastened the cable of footswitch to table firmly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.